Event description:
During a radial artery harvest for a coronary artery bypass graft, the doctor used the device to dissect the artery. After 10 minutes, the generator gave a long beep signal to indicate damage. A new device was introduced, and after 10 minutes, the same situation occurred. The doctor switched to electrocautery to complete the case. There was no pt consequence.